Event description:
It was reported that during a ptca/stent procedure the delivery system would not deflate after one inflation to 14atm for 7 seconds. Reportedly, the contrast used had not been diluted (contrary to IFU). A 20cc syringe was used to partially deflate the balloon and remove the delivery system from the pt. During removal the pt experienced a heart block. A normal rhythm was restored by the pt coughing.